Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the right common femoral artery. A 18x60mm xxl balloon catheter was advanced over a 0.35 wire for dilatation. However, during inflation at 2 atmospheres for 4 minutes, the balloon ruptured. The device was removed over the wire and the physician used another balloon of the same size and the procedure was completed. No patient complications were reported.